Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 and eventually shifted to intensive care unit (ICU). The blood glucose level was 1200 mg/dl at the time of event due to occlusions and the patient got treated with intravenous fluids of saline and insulin. Patient was also found positive for high ketones. The patient was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.